Event description:
It was reported that during an unknown procedure, the internal seal pushed out of the trocar into the patient's abdomen. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.